Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: lot number provided. H6: updated method and results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D1: corrected brand name. G5: corrected combo products. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 04/21/2016 including operative report for ¿previously placed piece of mesh¿ were not provided]. On (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: supraumbilical port site hernia. Postoperative diagnosis: supraumbilical port site hernia. Procedure: laparoscopic repair of an umbilical port site hernia with gore-tex dualmesh. First assistant: (B)(6), third year medical student. Anesthesia: general. Skin antiseptic: chloraprep. Indication: treat symptoms and prevent complications. Findings: the patient was found to have a 3 x 3.5 cm supraumbilical port site hernia, which was repaired using a 10 x 15 cm piece of gore-tex dualmesh placed within the peritoneum. Description of the procedure: ¿the patient was brought to the operating room and after induction of general anesthesia, her abdomen was sterilely prepped and draped in a supine position. After observing a pause, local anesthetic was infiltrated in the left upper quadrant and an incision was made, optiport was then used to gain access to the peritoneal cavity. Pneumoperitoneum was then established at 15 mmhg. We then placed two 5-mm trocars under direct visualization, one in the left lower quadrant and one in the left midabdomen, both under direct visualization. I then commenced taking down adhesions to the anterior abdominal wall using primarily ligasure with occasional sharp dissection. I could see the patient had a previously placed piece of mesh, which was still in position. Superior to this, however, she did have a port site hernia, which had some omentum contained within it. This was fully reduced. I then took down the falciform ligament using ligasure. There was no other hernia noted. At this point, I could see the patient had a 3 x 3.5 cm supraumbilical port site hernia. I then chose a piece of mesh 10 x 15 cm such that it covered the defect by at least 3 cm on all sides. Six tacking sutures were placed equidistantly around the perimeter of the mesh. Mesh was then placed in the abdominal cavity. Six stab sutures were made and the tacking sutures were passed from the abdominal cavity to the outside using suture passer device. The gore-tex sutures were then tied. Mesh was then secured in position using a spiral tacker placing at least 2 between each tacking suture and several within the midbody of the mesh. Unfortunately during this process, we noted that two of the tacking sutures had broken, but the mesh sat in good position, so this was not corrected. I could see the mesh sat in good position and covered the defects by at least 3 cm on all sides. We then used a suture passer device to place a single 2-0 vicryl in the left midabdominal incision. This had actually been up sized to an 11 mm trocar to facilitate placing of the mesh. We used a suture passer device as I said to close the fascia and this incision. 5 mm trocars were then removed and hemostasis was noted to be excellent, final port was removed. The subcutaneous tissues were closed in the left midabdominal incision using interrupted 2-0 vicryl. Skin was closed in a laparoscopic port sites incisions using running 4-0 subcuticular monocryl. Steri-strips and dressings were placed.¿ on (B)(6) 2016: (B)(6). Implant record. Inventory item: mesh surg dlmsh 15x10cm [1dlmc03]. Serial no: (B)(6). Model/cat no: 1dlmc03. Implant name: mesh surg dlmsh 15x10cm ¿ s14190429. Manufacturer: wl gore associates inc. Area: abdomen. Action: implanted. Number used: 1. Size: 10.0cm x 15.0cm x 1.0mm. The records confirm a gore® dualmesh® biomaterial (1dlmc03/14190429) was implanted during the procedure. On (B)(6) 2017: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Procedures: diagnostic laparoscopy. Laparoscopic reduction and repair of incarcerated incisional hernia with mesh with ventralight st mesh. Anesthesia: general. Skin antiseptic: chloraprep. Indication: treat symptoms and prevent complications. Findings: the patient was found to have a recurrent hernia. Her previous gore-tex mesh had moved to the right, which left a fascial defect to the left. Some of the sutures had obviously pulled through. There was omentum contained within this. This was reduced. There was some edema and fluid within the sac, but no evidence of strangulation. Hernia sac was removed. The fascia was then closed primarily and reinforced with 6 x 8 piece of ventralight st mesh. Description of procedure: ¿the patient was brought to the operating room and after induction of general anesthesia, her abdomen was sterilely prepped and draped in a supine position. After observing a pause, local anesthetic was infiltrated in the left upper quadrant. An incision was made. Optiview port and a 5 mm scope were then used to gain access to the peritoneal cavity under direct visualization. We then swapped out to a 30 degree scope. Two 5 mm trocars were placed in the left abdomen and one in the left lower quadrant and one in the left mid abdomen, both under direct visualization. The left mid abdominal trocar was subsequently upsized to an 11 mm trocar to facilitate mesh placement. We then turned our attention to the anterior abdominal wall. There were some adhesions between the omentum and the anterior abdominal wall. These were taken down using ligasure and sharp dissection with occasional blunt dissection. We then identified a hernia defect. There was a piece of omentum contained within this. This was fully reduced. There was some fluid and edema within the hernia sac. There was no evidence of strangulation. The omentum was fully reduced revealing about a 3 x 3 cm hernia defect. The hernia sac was then removed using ligasure and blunt dissection and removed through the left mid abdominal trocar. I then drew out the edges of the hernia sac on the anterior abdominal wall. As I said this was about 3 x 3 cm. I then chose a 6 x 8 inch piece of ventralight st mesh. This was then placed within the peritoneal cavity. A suture passer device was then used to place two #1 prolene figure-of-eight sutures across the fascial opening through a separate stab incision above the hernia site. The echo deployment system was then brought out through the same stab incision and inflated. The mesh was then positioned appropriately and secured in position using a spiral tacker. The deployment system was removed from the peritoneal cavity. I could see the mesh sat in good position, the prolene sutures were tied, affecting a primary repair over top of the mesh. At this point, I could see we had excellent hemostasis. The mesh covered the hernia defect well. We then used a suture passer device to close the fascia in the left mid abdominal incision using interrupted 2-0 vicryl. The 5 mm trocars were removed noting excellent hemostasis and releasing pneumoperitoneum. Skin was closed in all 3 incisions using running 4-0 subcuticular monocryl. Steri-strips and dressings were placed.¿ on (B)(6) 2017: (B)(6). Implant record. Mesh hernia 8x6 in. Echo pstn. Manufacturer: bard. Area: abdomen. ¿a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic supraumbilical hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent ventral hernia due to mesh failure, removal of mesh due to contraction, shrinkage, deformation, and migration and which was densely adhered to bowel loops, pain & suffering. Additional event specific information was not provided.